Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard number lock was on. A field service engineer upon arrival the system was at trauma room which had limited access visually verified the number locks were on at the station. Fse remoted into the station using remote support services disable number lock, customer successfully tested in hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, the keyboard intermittently went in and out and did not recognize typed input, entering incorrect letters instead. Additionally, the system appeared to jump to different screens at times. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.